Event description:
The customer reported that the mts 24 place centrifuge stopped spinning in the middle of the centrifugation, the rpm counted down and the drawer opened. The user observed the issue, aborted all tests and retested the samples, preventing erroneous results from being reported. Incorrect centrifugation speed or time during testing, if undetected, may lead erroneous test results.

Manufacturer narrative:
Investigation into this event did not identify the root cause of the malfunction. The customer was provided the part number for the main board to resolve the issue. Product labeling cautions the user that no error message is given by the instrument of a shortened or lengthened centrifugation time. Setting an external timer and comparing the elapsed time can verify the speed of the rotor. The user must observe the timer display prior to testing to ensure that the instrument has not malfunctioned and prevent erroneous results from being reported as a result of over/ under centrifugation.